Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8015 unit showing 800.8000 errors in the log. Sn: (B)(4). Case resolution: used ka 11775 infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Let him that since it is log only, to pm the unit. If passes can put unit back on floor. Emailed him infusion medical safety notification model 8015 system error 255-16-275 - 800.8000.